Event description:
It was reported to philips that the system's suite computer was unable to boot, stalling at the screen message "x-ray system is started". The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.